Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. The deformable body thermocouple met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported optical issue and subsequent delay remains unknown.

Event description:
Related manufacturing ref: 3008452825-2024-00543. During a supraventricular tachycardia procedure, an optical issue occurred causing a delay in procedure. The catheter was connected to the tactisys, but the pressure did not display normally, indicating that the catheter was not connected. The tactisys module and radio frequency instrument were restarted, and the catheter was reseated with no resolution. The catheter was then replaced and the pressure showed normally. However, during the procedure, the temperature was not as expected and during ablation, the temperature was 39-40 degrees celsius. During ablation, the pressure gradually increased with the radiofrequency ablation time. The catheter was replaced again and the procedure was completed with no adverse consequences to the patient.